Manufacturer narrative:
Tatsuo ueda, fumie sugihara, hidemasa saito, sayaka shirai. Ryutaro fujitsuna, taiga matsumoto, misa iwasaki, shoji yokobori, hiroshi yoshida, hiromitsu hayashi, shin-ichiro kumita "clinical outcomes of endovascular therapy strategy based on thrombus location for acute superior mesenteric artery occlusion" japanese journal of radiology (2026) https://doi.org/10.1007/s11604-025-01914-2 a2: average age a3: majority gender b3: date of publication no unique device identifier (lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled, "clinical outcomes of endovascular therapy strategy based on thrombus location for acute superior mesenteric artery occlusion." The aim of the article was to evaluate the short-term outcomes of patients with acute superior mesenteric artery occlusion who underwent endovascular therapy strategies based on thrombus location. This single-center retrospective observational study included consecutive patients with acute superior mesenteric artery occlusion who underwent endovascular therapy using a single or combined approach, including aspiration embolectomy, local thrombolysis, antegrade stenting with non medtronic stents, and balloon angioplasty with non medtronic balloons, with or without necrotic bowel resection, between january 2007 and december 2024. Thirty-three patients underwent endovascular therapy. Initial treatment strategy was selected according to thrombus location, with aspiration embolectomy or antegrade stenting for proximal thrombi, aspiration embolectomy for middle thrombi, and local thrombolysis for peripheral thrombi. A medtronic 6fr launcher guide catheter or a non medtronic 6fr aspiration catheter were used for manual aspiration embolectomy. Mechanical aspiration embolectomy was performed using a non medtronic 6fr thrombectomy system. For manual aspiration, a 20ml negative pressure syringe with a non-medtronic male luer lock was used to create suction while the catheter was slowly withdrawn through the guiding sheath for removal of the clot from the vessel. Among the 33 patients, 45.5% (n=15) received a single evt technique: aspiration embolectomy, 21.2% (n=7); local thrombolysis, 6.1% (n=2); and stenting, 18.2% (n=6). Multiple evt techniques were used for 54.5% patients (n=18). Technical success was achieved in all patients. Procedure-related adverse events occurred in five patients and included arterial injury associated with aspiration embolectomy (bleeding in three patients and arterial dissection in one patient) and distal embolization associated with balloon angioplasty. Bowel necrosis occurred in 12 patients, with 11 requiring bowel resection. All bowel necrosis cases were associated with peripheral thrombus. The all-cause 30-day mortality rate was 15.8% (n=5). Of these, three patients died from asmao-related causes, while two died from other causes (heart failure in one, unknown in one). The acute superior mesenteric artery occlusion-related 30-day mortality rate was 9.3% (n=3). Extensive thrombus involving the peripheral region was significantly associated with bowel necrosis. All acute superior mesenteric artery occlusion-related deaths were linked to extensive bowel necrosis. The authors concluded that tailored endovascular therapy strategies based on thrombus location may contribute to favorable clinical outcomes in patients with acute superior mesenteric artery occlusion; however, further large-scale, multicenter, randomized studies are needed to validate these findings.